Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he had a cassette that had a leak in it and it ruined his mattress and sheets. The patient advised that his wife was told by the pd nurse (pdrn) to bring the box to the clinic. Upon follow up, the pdrn confirmed the reported fluid leak event occurred on the patient line tubing during a fill cycle of treatment. It is unknown if the cycler alarmed or the cause of the leak. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams, intraperitoneal, intermittent duration) and ceftazadine (2 grams, intraperitoneal, once a day). Cultures taken were negative, however, the patient is still being treated. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he had a cassette that had a leak in it and it ruined his mattress and sheets. The patient advised that his wife was told by the pd nurse (pdrn) to bring the box to the clinic. Upon follow up, the pdrn confirmed the reported fluid leak event occurred on the patient line tubing during a fill cycle of treatment. It is unknown if the cycler alarmed or the cause of the leak. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams, intraperitoneal, intermittent duration) and ceftazadine (2 grams, intraperitoneal, once a day). Cultures taken were negative, however the patient is still being treated. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.